Manufacturer narrative:
The evaluation revealed the broken t2 ankle arthrodesis nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During review of the DHR no material or manufacturing related issues were found. An inspection of the nail itself was not possible because it was not provided. The provided mrt pictures and x-rays show that the nail broke within the oblong hole where the talar screw was placed. The distal nail part is displaced towards the proximal nail part. The customer reported that the lower joint was not consolidated; a pseudoarthrosis (non-union) was detected on the mrt pictures. The x-rays show also a kind of gap between talus and tibia; a non-union of the upper joint cannot be excluded. Furthermore the reported patient history includes that already an arthrodesis of the right ankle joint failed due to a non-union. Additionally the patient height and weight are unknown; it is also unknown whether the patient was compliant to the postoperative mobilization instructions. Based on the DHR a manufacturing or material issue can be excluded; the surgery notes do not indicate a surgical issue. The facts that the nail broke within the area of the upper joint and that the distal nail part got displaced towards the proximal nail part indicate that the upper joint was postoperatively moveable over a longer period, most likely due to a pseudoarthrosis (non-union). Due to the movement over a long period the material got overloaded and broke finally most likely in a fatigue fracture. If obesity and/or incompliance to the mobilization instructions did also contribute to the nail breakage cannot be excluded. The IFU defines non-unions, obesity and inappropriate postoperative loads as adverse effects that can lead to implant failures like breakages. The nail breakage is attributed to the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported that a t2 nail broke.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
It is reported that a t2 nail broke.